Event description:
New information noted that the patient was experiencing irritation symptoms.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited oversensing causing pacing inhibition. The rv lead was capped and replaced (B)(6) 2025. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.